Event description:
It was reported that high threshold and increased output was detected from the right ventricular (rv) capture management device feature that was turned on, possibly due to sensing of the evoked response due to tissue polarization. Therefore capture management will be turned off and threshold checks done manually. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).